Manufacturer narrative:
Patient was the initial reporter, so personal information was not entered.

Event description:
The advocate stated approximately 2 weeks ago her son received high readings on the contour next link 2.4, but had low blood glucose symptoms of being weak and shaky. Specific readings were not provided. The advocate gave him a dose of glucose. He entered into a hypoglycemic state. The paramedics were called, and tested the patient's blood on their meter at 42mg/dl. A test was also run on the contour next link 2.4, with a reading of 75mg/dl. The paramedics administered more glucose. The method of administration was not provided. The patient eventually felt better and the paramedics left. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The strip information was not provided. Strips were not expected to be returned for evaluation. New meter and strips were sent to the customer.